Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, d9, g1, h3, h6.

Event description:
Patients spouse reported left side exchange from textured to smooth implants due to the patients concern with the product. The device has been explanted. Patient later reported rupture on the left side.

Event description:
Patients spouse reported left side exchange from textured to smooth implants due to the patients concern with the product. The device has been explanted. Patient later reported rupture on the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: lot number in the patch: 1594314; broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants due to the patients concern with the product.

Event description:
Patients spouse reported left side exchange from textured to smooth implants due to the patients concern with the product. The device has been explanted. Patient later reported rupture on the left side.